Event description:
It was reported that a folfusor leaked. After the device was filled with an unknown liquid, the liquid poured back out the filling port. This malfunction occurred prior to use. There was no report of patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(6). (B)(4). Manufactured october 2, 2013 ¿ october 3, 2013. As the sample was not returned; a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.